Event description:
It was reported that the surgeon was using an eyeonics lens with a mtc-60cfp cartridge and a trailing haptic tore during insertion. The incision was enlarged to remove and replace the lens with another same type lens and a suture was used.

Manufacturer narrative:
Lot number search. Results: a lot number search was performed on the cartridge lot for similar complaints and there were there similar complaints.